Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulty occurred. The target lesion was located in the subclavian vein. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was inflated at 6 atmospheres; however, it ruptured. An attempt was done to remove the device out of the unspecified sheath but was unsuccessful and the device was not able to be removed intact. The procedure was completed using this device. No further patient complications were reported and the patient's status is fine.